Event description:
It was reported that the caller wanted to know if the patient with this right ventricular (rv) lead could still get a magnetic resonance imaging (MRI) if there was loss of capture (loc) at max output. Technical services (ts) advised that they would not be able to. The issue will continue to be monitored as there is capture in the unipolar configuration. It was confirmed that an MRI was not performed. The lead remains in use. No adverse patient effects were reported.